Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty-five (35) clearlink system continu-flo solution sets had tears in the tubing. This occurred during setup and infusion in the anesthesia workroom and operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: upon clarification from the customer, the quantity of 35 was the number of units from the lot number pulled from the floor. The units were not inspected to confirm the presence of a cut in each sample. Therefore, the quantity of the affected products was unspecified. H11: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection was performed and a cut tubing was observed. The reported condition was verified. The probable cause of the condition was related to the packaging process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.